Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and tinnitus. Revision surgery is under consideration.

Manufacturer narrative:
UDI number: na. (B)(4). Advanced bionics no longer considers this event reportable. The recipient's sound quality issues reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.